Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# unknown serial# implanted:(B)(6) 2021 explanted: product type lead information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence/urgency frequency. The trial began (B)(6) 2021. It was reported that the patient vomited on the way home and all afternoon yesterday, (B)(6) 2021. They were experiencing drainage from the incision site. The belt had been twisted, making the box stand up. The issue was not resolved at the time of the report. Two days later they reported they were taking antibiotics. Additional information was received from the patient. They reported that they were on program 4 on (B)(6) 2021, but changed to program 2 with stimulation at 3.3 volts with their manufacturer representative, but lowered it because they were feeling electrocuted. They eventually changed to program 4 again on (B)(6) 2021 in the evening after dinner, and slowly increased their stimulation back to 2.2 volts over a short period of time, as they could not handle it at 2.2 volts right away. They mentioned that they had seen a change in patterns when changing programs.